Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they experienced high blood glucose level. The blood glucose of customer was 436 mg/dl at the time of the incident. Customer stated that insulin pump had insulin flow block alarm during fill tubing. Customer stated that insulin exited via tubing. It was unknown if the customer was using auto mode or not. The customer did not experienced any other symptoms. The insulin pump will not be returned for analysis.